Event description:
It was reported by the patient that the remote monitor was not receiving power and that it was interrupting the home phone service when it was connected. The monitor was replaced. No patient complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.